Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.